Event description:
Information received indicates fluid ingress onto the pt board causing a loss of entertainment controls.

Manufacturer narrative:
The technician found the accounts housekeeping was using too much water when cleaning the bed. The technician trained the accounts housekeeping on ways of cleaning the beds properly.